Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed which identified a separation between the tubing and the first y-site clearlink in the downstream part. Further inspection identified inadequate solvent application and a low insertion of the tubing. Dimensional testing was performed on the tubing and clearlink housing which met specifications. The reported condition was verified. The cause of the condition is related to solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system; non-dehp continu-flo solution set dislodged at the y-site (clearlink). This was observed on the nursing unit after hazardous preparation. There was no patient involvement. No additional information is available.